Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device service required.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 4th february 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2014 and that it had performed to specification up to (B)(6) 2016. The device records multiple manual power ups, mainly of ten minutes duration, between the 4th july 2016 and the 9th november 2016. On (B)(6) 2016, the device recorded a failed self-test. These log entries continue up to and including the last log entry on (B)(6) 2017. The returned pad-pak was inserted into the device and had failed to power on. The device was disassembled to investigate. After further investigation the reported fault was found to be due to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.